Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation, a polarxfit was selected for use. During a bonus cooling, the error 1 - 00004000-2: console detected blood in the catheter occurred. The catheter was disconnected and reconnected and additional "light" cooling was performed. The procedure was completed without patient complications. The device was discarded and therefore will not be returned for analysis. It is possible that this catheter failure occurred because "it was not wet."